Manufacturer narrative:
Continuation of d10: product ID: ddpa2d4, serial#: (B)(6), implanted: (B)(6) 2024, product ID: 5076-52, serial#: (B)(6), implanted: (B)(6) 2024, product ID: 6935m62, serial#: (B)(6), implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, that during the implant procedure. The attempted lead exhibited undefined high pacing impedance and there was noise on electrogram. Troubleshooting determined, that there was air in the lead tip, which was resolved. The helix was extended and retracted several times with no improvement. The lead was not implanted. And a new lead used to successfully complete the procedure. No patient complications have been reported, as a result of this event.